Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety device fell off and caused a needle stick injury during use. The following information was provided by the initial reporter: material no. 368607, batch no. 9157712. It was reported that the safety device fell off and it resulted in a needle stick injury. After drawing blood, the phlebotomist went to cap the safety device on the needle. It would not cap. She went to use her other thumb to cap it and the safety device fell off of the needle and fell onto the floor. This caused the phlebotomist to stick herself with the needle. 20-nov: rcvd an email from the customer providing the following information: what was the date of event? (B)(6) 2019 was there medical intervention? If yes, provide the details. Employee was counseled by the np in occupational health and labs were drawn on the source patient. Was a holder used? (Applicable only for non-pre-attached product) n/a. If yes, when putting on holder are they using the shield to tighten the needle into holder? N/a. How are the needles stored (stored in the box, loose in a different container, etc.) The needles are stored in the box.. Did the safety shield fall off in one piece or was it broken? It fell off in one piece. If the shield did not fall off in one-piece, which part of it was broken? (At the hinge, top half of the shield, etc.) It fell off at the hinge.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety device fell off and caused a needle stick injury during use. The following information was provided by the initial reporter: material no. 368607, batch no. 9157712. It was reported that the safety device fell off and it resulted in a needle stick injury. After drawing blood, the phlebotomist went to cap the safety device on the needle. It would not cap. She went to use her other thumb to cap it and the safety device fell off of the needle and fell onto the floor. This caused the phlebotomist to stick herself with the needle. (B)(6): rcvd an email from the customer providing the following information: what was the date of event? (B)(6) 2019. Was there medical intervention? If yes, provide the details. Employee was counseled by the np in occupational health and labs were drawn on the source patient. Was a holder used? (Applicable only for non-pre-attached product) n/a. If yes, when putting on holder are they using the shield to tighten the needle into holder? N/a. How are the needles stored (stored in the box, loose in a different container, etc.) The needles are stored in the box.. Did the safety shield fall off in one piece or was it broken? It fell off in one piece. If the shield did not fall off in one-piece, which part of it was broken? (At the hinge, top half of the shield, etc.) It fell off at the hinge.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.